Event description:
The patient was hospitalized for hypoglycemia. The patient also reported that the pump display screen was damaged subsequent to the hospitalization.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged display screen consistent with the patent's report. Evaluation also demonstrated that pump insulin delivery was operating within required specifications and delivery accuracy.